Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate fracture was in the area of the former bone fracture, the patient was allowed to strain up to maximum 20kg. It was reported that over a four week period the patient had fully strained which led to a fatigue fracture of the plate. The locking compression plate broke. A revision operation was required for the plate to be removed and performed an osteosynthesis with ventral lateral double plate procedure. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the plate broke through the sixth combi-hole just in the area of the femoral shaft fracture. The investigations included to inspect the manufacturer documents, technical drawings and the raw-material inspection sheet of the supplier. The fracture surfaces of plate of the implant were investigated by scanning electron microscopy (sem). The gold anodized plate is made of commercially pure titanium (ticp grade 4). The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-2 and astm f67 for implants made of ticp grade 4. The dimensions of the investigated plate as far as measurable were checked using a digital sliding caliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The width of the plate is 17.5 mm and the thickness is 5.28 mm. The measurements were taken close to the fracture site. Secondary cracks were observed at the plate surface. When examining the fracture surfaces of fragment of the plate using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side (dynamic compression unit) at the top the plate and ran into the material. A second crack initiation was observed at the thread (locking hole). Secondary cracks can be seen close to the fracture sites. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed subsidiary cracks, dimples and structural breakage appearance. The fracture surfaces showed a sizeable area of structural breakage appearance (crystallographic oriented fatigue fracture). Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. Documented fatigue cracks close to the initial fracture zone indicate multiple crack initiation. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the plate was subjected to moderate alternating bending loads on two-sided. Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient (and instability of the fracture situation) may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.